Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Legal counsel for patient reports an alleged revision procedure was performed (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, tissue/bone destruction, lack of mobility, discomfort, soreness, dysfunction, loosening, loss of range of motion and metallosis additional information received in the (B)(6) 2011 right hip revision operative report noted the revision was due to pain and a loose acetabular cup. Operative report further noted the presence of metallosis and an osteophyte. The modular head and acetabular cup were removed and replaced with a competitor¿s cup and a biomet head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a right hip arthroplasty on an unknown date and a revision on (B)(6) 2015 due to pain, fluid collection and elevated metal ion levels. Operative report further noted the presence of clear fluid, dehisced abductors from previous repair, and nonviable tissue. The stem and acetabular cup were noted to be well fixed. The modular head was removed and replaced with an active articulation liner and modular head.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on the initial medwatch. The initial surgery with a revision on (B)(6) 2015 was on the patient¿s left side and not on the right side as was previously reported in error.

Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Legal counsel for patient reports an alleged revision procedure was performed (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, tissue/bone destruction, lack of mobility, discomfort, soreness, dysfunction, loosening, loss of range of motion and metallosis additional information received in the (B)(6) 2011 right hip revision operative report noted the revision was due to pain and a loose acetabular cup. Operative report further noted the presence of metallosis and an osteophyte. The modular head and acetabular cup were removed and replaced with a competitor's cup and a biomet head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a left hip arthroplasty on an unknown date and a revision on (B)(6) 2015 due to pain, fluid collection and elevated metal ion levels. Operative report further noted the presence of clear fluid, dehisced abductors from previous repair, and nonviable tissue. The stem and acetabular cup were noted to be well fixed. The modular head was removed and replaced with an active articulation liner and modular head

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Product / lot code / expiration date. Date of implant. PMA/510(k) number. Manufacture date, there are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for this patient (reference 1825034-2013-02819 / 02820 & 2015-00895).